Event description:
Hcp reported pt presented in 2003 with signs of withdrawal including nausea and vomiting after a "decrease of medication by 10%" a couple of days before." The pump was refilled and medication "increased by 10% because of withdrawal symptoms." It was reported that by the evening of 2003, the pt "felt much better & withdrawal symptoms resolved completely."